Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced small claw, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 26 nov 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the claw. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced small claw, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and rt iui. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the claw. A review of the device history record showed the device had a manufacture date of 26 nov 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.